Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) in conjunction with the subthreshold impedance measurements that were occurring everyday. The lead remains in use. No patient complications have been reported as a result of this event.